Event description:
A site representative reported that the camera stopped communicating after registration was completed during a cranial case. They were unable to navigate any instruments. He reported the first and third leds on the camera were illuminated green but the middle one was not lit. When he selected the camera tracking utility, it displayed the camera not connected. Restarting the application did not resolve the issue; only one communication beep was heard. Their other navigation system was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
The site did not feel comfortable providing patient age. The device was returned to the manufacturer for analysis. When powered up, the fault light was on, although it was green instead of amber. The event log indicated a hardware fault. The sensor voltage was measuring lower than normal operating voltage. The device was sent to the vendor for additional analysis. The vendor verified that the device had a hardware fault due to a shorted out component on the main board. As a result, the affected component required replacement followed by re-characterization of the device. The reported event was confirmed. The device was replaced at the site and a system checkout showed that the device was fully functional.